Event description:
It was reported that the patient had nerve irritation at his back. The patient underwent a spinal cord stimulator (scs) explant procedure. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336500, model:sc-8336-50, serial: (B)(6), batch: 7089038, UDI: (B)(4).